Manufacturer narrative:
A supplemental MDR is being submitted for evaluation of device and code corrections. The following sections of this report have been updated: d9 (device availablity) and h6 (component code, type of investigation, and investigation findings). The 26mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: valve partially crimped over distal balloon pumpkin, no gouges observed on the flat surface of the flex tip, and portion of the flex tip outer diameter was scraped. Functional testing was performed and valve alignment, fine adjust and articulation of the delivery system were able to be performed. Dimensional testing was not performed due to the nature of the complaint. No imaging was provided. During manufacturing, the entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing-related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The commander delivery system IFU (s3/s3u), device preparation manual, device training manual, and supplemental material were reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for navigating and position catheter to target location - delivery system difficult or unable to cross septal wall was unable to be confirmed and the complaint for withdrawing catheter and valve through vasculature / sheath - thv moves on the balloon during withdrawal was confirmed. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'only a portion (approximately 10%) of the valve was able to cross the septum.' Difficulty crossing the septal wall can be caused by the following factors: flexing delivery system incorrectly, orienting e-logo incorrectly, patient anatomy not accurately assessed, user torques delivery system, and balloon shaft not locked after valve alignment. In addition, a 'thick interatrial septum and complex patient anatomy' were noted. As reported, 'upon withdrawing the system, it was noticed that the first valve had migrated halfway off the balloon toward the nose cone.' As difficulties were noted during crossing the septum, it is possible that the valve shifted on the balloon during use of device manipulation to troubleshoot crossing difficulty. It is also possible that while withdrawing the system excessive manipulation may have been used and inadvertently caused the valve to move distally on the balloon. In this case, available information suggests patient/procedural factors (thick interatrial septum and complex anatomy/excessive manipulation) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Ventricular pseudoaneurysm is recognized as a complication of transapical thv procedures; however, it can also result after the transfemoral (or any retrograde) approach. The guidewire manipulation during the transfemoral thv procedure may cause injury to a fragile dilated left ventricular wall. This can result from some degree of ventricular perforation and may initially manifest as pericardial effusion; however, postoperative increased ventricular wall tension may propagate a wall tear and this can result in a pseudoaneurysm. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the apical ventricular aneurysm was likely due to an lv wire perforation/trauma, which was likely due to patient and procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) , during implant of a 26mm sapien 3 ultra valve in a preexisting non edwards surgical valve in the mitral position, multiple attempts were made to cross the interatrial septum with the commander delivery system and crimped valve. Approximately only 10 percent of the valve was able to cross the septum. The devices were withdrawn and a repeat septostomy with a larger diameter balloon was performed (from 12mm to 14mm). Upon withdrawing the system, the valve migrated on the balloon toward the nose cone due to a thick interatrial septum and complex patient anatomy. A second set of devices were prepared and 16mm septostomy was performed to facilitate septal crossing. The second 26mm valve only partially crossed the septum. The delivery system and valve were withdrawn, and the valve migrated on the balloon toward the nose cone due to a thick interatrial septum and complex patient anatomy. The procedure was aborted. The patient was extubated, and recovered well. After discussing the case with the team during the debriefing, it was agreed that failure to deploy the valve was most likely related thick interatrial septum and complex patient anatomy. A follow up echo was performed on post operative day 1 and it was observed the patient developed an apical ventricular aneurysm likely from an lv wire perforation/trauma, requiring urgent surgical intervention. The aneurysm was successfully repaired. During that same procedure, a 26mm sapien 3 valve was implanted under direct vision in the existing surgical mitral bioprosthesis.